Event description:
A consumer reported that five days following intraocular lens (iol) implant surgery, her vision was still blurred. Then, two weeks following the initial implant procedure, the iol was exchanged for the same model, different diopter lens. She reported that her distance vision was improved, but her near vision within three feet was blurry. The consumer reported the surgeon told her to give it some time. The consumer reported she is unable to read, play golf and she has no depth perception. Additional information has been requested. There are two medical device reports associated with this event. This report is for the iol that remains implanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2012 by phone, fax, and mail. The surgeon will not be completing the questionnaire for this eye at this time. (B)(4).